Event description:
It was reported that the pocket was opened due to twiddler's syndrome. The physician planned to implant new leads but an infection was observed. The system was not re-implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.